Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease of approximately 2 years in the estimated battery longevity was observed within 5 months time. A copy of device memory was saved and submitted to technical services for review, which confirmed premature depletion. Due to this anomaly, device replacement was recommended within 90 days. It was noted that therapy delivery is currently unaffected. This device currently remains implanted and in service. No adverse patient effects were reported.